Manufacturer narrative:
The devices were not returned to the manufacturer for evaluation. The device history records for all possible devices intended to be implanted as a part of the sk-12 system were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be confirmed, however, the physician attributes the event to the wound dressing being applied too tightly. As a result, this likely impaired circulation and proper wound healing to the surgical site. No deficiencies or failures are being alleged against the device. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016 the patient underwent a revision surgery on (B)(6) 2017 to remove the sk-12 system (4 unknown screws, 1405-1012 or 1405-1014 and 1, 1405-4005 plate) due to a nonhealing surgical wound. The surgeon attributed the cause of the nonhealing wound to the dressing that was applied too tightly upon the patients two week follow up by another physician.